Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient¿s ipg replacement that took place on (B)(6) 2019, an abbott rep reported high impedance. The adapter was disconnected and checked and all contacts displayed high impedance. As a result, the adapter was explanted during the procedure. A new lead was implanted and therapy was restored post-op.